Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system tgmr373720e/20792094 was returned to gore and an engineering evaluation was performed. During the device evaluation it was found that there was slight initial interference with other handle components when translating the primary deployment handle. Excess glue was noticed on the primary connector which may have resulted in the observed initial interference. The device was removed from the patient prior to deployment. The primary deployment handle was able to be entirely removed through the other handle components during the device evaluation. The initial interference felt when translating the primary deployment handle through the handle components and absence of broken components is not consistent with the event description. Excess glue on the primary connector may have resulted in clearance issues in the handle perceived as a ¿breakage¿ when attempting to deploy the device. The device was removed prior to deployment occurring, although the device evaluation could not confirm inability to deploy. The root cause cannot be determined with the available information.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient was implanted with five gore® tag® conformable thoracic stent grafts with active control system during a hybrid operation to treat a thoraco-abdominal aneurysm. During the attempt to initiate primary deployment to intermediate diameter of a tgmr373720e component, the primary handle was turned and the deployment line was pulled. Simultaneously, a breakage noise was heard inside the handle. A further attempt to pull the deployment line did not result in graft deployment. The tgmr373720e component was carefully retracted from the patient and replaced with a new device. The patient tolerated the procedure.